Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient presented to the hospital after being seen in the primary care physician office for not feeling well. The patient presented with slurred speech and aphasia. The CT was negative for hemorrhagic process and inr was 1.4 after evaluation by teleneurologist. The patient received intravenous (IV) tissue plasminogen activator (tpa) for symptoms consistent with ischemic stroke. Prior to ems transport the patient was alert with mild dysarthria. The patient had right-sided weakness upon arrival and patient was obtunded in respiratory distress. The patient had bue decorticate posturing with bilateral lower extremity triple flex. The patient was emergency intubated and repeat CT head was performed showing hemorrhagic conversion ischemic stroke with multifocal hemorrhages including the brainstem. On admit, after given image findings and moribund examination, no surgical intervention was offered by neurosurgery. The patient had low systolic blood pressure (bp) at 70. Norepinephrine 0.05 mcg/kg was started and bp dropped to 64/57. Norephinephrine was increased to 0.08 and bp stabilized in the 70s/60s. Inr was 1.7 upon arrival for cerebrovascular accident (cva). No anticoagulants were given due to cva. The patient had non-effective respiratory effort and was intubated. Maximal medical therapy was initiated with ventilatory, vasopressor and hyperosmolar therapy. Ultimately, the family opted to transition to comfort care with withdrawal of life support including deactivation of the lvad and automatic implantable cardioverter-defibrillator (aicd). The patient expired on (B)(6) 2019. The cause of death was major neurological ischemia and then hemorrhage. After admission, blood cultures were taken and the results did not come back until after the patient expired therefore the infection the patient had was untreated.

Event description:
Additional information received on 11sep2020 reported that the patient experienced renal failure/shock starting on (B)(6) 2019 with creatinine 2.23 (baesline 1.1) possibly caused by pre-renal etiology given low mean arterial pressure (map). This required a change in medication.

Manufacturer narrative:
Section b5 and h6 (patient code): additional information added regarding renal failure and shock. Section h4: correction. Updated manufacturer's investigation conclusion: a specific cause for the reported strokes, infection, respiratory failure, renal failure, and low mean arterial pressures could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the patient¿s outcome could not be conclusively established. No autopsy was performed. (B)(6) was not explanted and would not be returning. There is no product available for investigation. The relevant sections of the device history records for (B)(6), including the sterilization and packaging documentation, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6)2018. The heartmate 3 lvas IFU lists stroke, bleeding, various forms of infection, respiratory failure, renal dysfunction, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Care instructions in reference to preventing infection are provided throughout various sections of this document. The heartmate 3 lvas patient handbook contains several sections that provide care instructions in reference to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported strokes and infection could not be conclusively determined through this evaluation. In addition, a direct correlation between the heartmate 3 lvas and the patient¿s outcome could not be conclusively established. It was reported that the patient presented to an outside hospital after being seen in the primary care physician¿s office for not feeling well. The patient presented with slurred speech and aphasia. A head CT was negative for hemorrhagic process, and inr was 1.4. The patient received IV tpa for symptoms consistent with ischemic stroke. Prior to ems transport, the patient was alert with mild dysarthria and right-sided weakness. Upon arrival to emory, the patient was obtunded, in respiratory distress, had bilateral upper extremity decorticate posturing, and had bilateral lower extremity triple flex. The patient¿s nih stroke scale was 35 on admission. The patient was emergently intubated, and a repeat head CT revealed hemorrhagic conversion of the ischemic stroke with multifocal hemorrhages, including the brainstem. Given the image findings and moribund examination, no surgical intervention was offered by neurosurgery. Maximal medical therapy was initiated with ventilatory, vasopressor, and hyperosmolar therapy. The family ultimately opted to transition the patient to comfort care with withdrawal of support, including the deactivation of the lvad and aicd. The patient expired on 05jul2019. It was noted that blood cultures revealed a major infection after the patient¿s death; therefore, no antibiotics were given. No autopsy was performed. The heartmate 3 was not explanted and would not be returning. There is no product available for investigation. The heartmate 3 lvas IFU lists stroke, bleeding, and various forms of infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 lvas IFU lists stroke, bleeding, various forms of infection, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Care instructions in reference to preventing infection are provided throughout various sections of this document. The heartmate 3 lvas patient handbook contains several sections that provide care instructions in reference to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was transferred from an outside hospital with low systolic blood pressure (bp) at 70. Norepinephrine 0.05 mcg/kg was started and bp dropped to 64/57. Norepinephrine was increased to 0.08 and bp stabilized in the 70s/60s. The patient was admitted for cva and non-effective respiratory effort. Inr was 1.4 at outside hospital and 1.7 upon arrival for cva. No anticoagulants were given due to cva.